Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that since this right ventricular (rv) lead was implanted, it has exhibited a gradual rise in pacing impedance measurements until it measured out of range during an interrogation in (B)(6) 2011. Since then, every pacing impedance measurement has been out of range. Threshold and shock impedance measurements have been stable. Boston scientific technical services (ts) was contacted for advice about this issue, and ts suggested different ways to test the lead and offered advice about things to keep in mind that could be a result of the observation. The physicians involved discussed the issue and were not worried. The patient is not dependent on the therapy, and the system will be evaluated again at the next 6-month follow-up. The lead remains implanted at this time. No adverse patient effects were reported.